Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was noted on threshold testing prior to scheduled box change procedure. The lead was capped and buried, with the new lead implanted alongside. The patient condition was stable.